Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(4) 2008. It was reported that her stimulation is no longer covering her pain. Efforts are underway to schedule a reprogramming session for the pt.